Event description:
The customer reported that the 12 lead ECG interpretation was incorrect. There was no allegation that this was associated with a death or serious injury.

Manufacturer narrative:
(B)(4): the customer reported that the 12 lead ECG interpretation was incorrect. There was no allegation that this was associated with a death or serious injury. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.